Event description:
Patient had connected her tpn in the evening and gone to bed, felt damp and realized that the hub of the line had disconnected and there was blood coming from line. Lost approx cupful of blood. Spouse kinked line to stop bleeding and phoned ambulance.